Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that they were hospitalized due to high blood glucose with blood glucose range 497 mg/dl on (B)(6) 2018. The customer¿s current blood glucose level of 137 mg/dl and 197 mg/dl. The customer was treated with bolus. The customer did not experience any symptoms such as result of high blood glucose event. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.